Manufacturer narrative:
(B)(4). In an unspecified amount of time after cataract surgery, opacification of the t-flex aspheric 623t iol was observed. The healthcare facility reports that the development of opacification is impairing vision in the patient's right eye. Additional information, including a detailed patient medical history, has been requested from the healthcare facility in order to facilitate further investigation of this report. Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. Device not returned to manufacturer.

Event description:
On 14th april 2016, rayner intraocular lenses limited received notification of an event that occurred following implantation of a t-flex aspheric 623t iol. The healthcare facility reports that the t-flex aspheric 623t iol has opacified post-operatively, impairing vision in the patient's right eye.